Event description:
A malfunction alarm occurred, displaying malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer service provided information on resetting the pump, and the caller successfully reset the device without any recurrence of the issue. The customer was instructed to continue using the pump and to contact support if the malfunction code recurred.